Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine check of the implantable cardioverter defibrillator. Upon interrogation it was noted that p-waves were under-sensed with some degree of amplitude variation. Programming interventions were made. The patient was stable.